Event description:
It was reported that the device needed annual service and had high flow/over-infusion. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in good condition. No physical damage was found on the pump. Performed functional check. Visually inspected the pump. Flow rate was tested and found to be too high. The customer's complaint was confirmed; however, the root cause was unknown. The expulsor needs to be sanded / replaced. The service history review identified that the device was in sep 2023 for a 5-year battery service in muc.